Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implantation after one month the lens was explanted due to vision was hazy, ghosting of letters while reading and lens slipped out of position, malposition in eye. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The file indicates the lens shift was based on the patients anatomy; encroached on anterior chamber. Information was provided that the 20.5 diopter lens was replaced with a non-company monofocal 20.0 diopter lens. Patient¿s vision was at 20/40 and improving. The manufacturer internal reference number is: (B)(4).